Event description:
67 yr old male adm with inoperable lung cancer was seen 9/8/97 for placement of bard implanted port. Pt discharged home. After placement of port, pt receiving outpatient chemotherapy. Developed swelling at port site. Pt readmitted 9/29/97 and it was discovered the hub was cracked and catheter had broken off and migrated into right atrium. Pt taken to vascular radiology for retrieval. While pt was undergoing placement of 2nd port arrested and died on the or table. There is no evidence of a causal relationship between the pts outcome and the event.